Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had an output connector issue; it was found that the output connector assembly was broken. It was also noted that the main printed circuit board (pcb) assembly of the device tested out-of-specification in an electrical manner. Analysis further noted that the hanger assembly and one screw were contaminated, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that there was an issue with the ventricular output connector of the external pulse generator. The external pulse generator has been returned for repair as a warranty, as well as for calibration. There was no patient involvement.